Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was lead migration/dislodgement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient contacted the clinic and felt like ¿something was coming out¿ one day post-system implant. The lead was protruding from their skin. The patient was scheduled for a same-day evaluation and the lead was pushed back into the wound and surgical glue was applied to the site. On (B)(6) 2018 the patient presented to the clinic again and the lead had eroded through their skin with yellow fluid draining from the site. The lead was explanted and not replaced on this date and the issue was noted to be resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.